Event description:
(Locking piece that holds the replaceable brush heads in place has suffered a deformation)...brush head no longer stays securely attached - oral-b [device breakage] comes loose - oral-b [device connection issue]. Locking piece that holds the replaceable brush heads in place has suffered a deformation - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the white locking piece holding the replaceable toothbrush heads in place suffered a deformation and the toothbrush head no longer stayed securely attached. Due to the ¿shaking¿ of the brushing mechanism,, the toothbrush head kept swaying upwards mid-brushing and then came loose. No injury was reported.

Manufacturer narrative:
19-apr-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that the white locking piece holding the replaceable toothbrush heads in place suffered a deformation and the toothbrush head no longer stayed securely attached. Due to the "shaking" of the brushing mechanism, the toothbrush head kept swaying upwards mid-brushing and then came loose. No injury was reported.